Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/3 of their automated peritoneal dialysis therapy. Per initial report. The home patient "accidentally" disconnected their transfer set from the patient line of the homechoice set, then patient reconnected themselves to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.